Manufacturer narrative:
Updated fields: b4;d8;d9;g3;g6;h2;h3;h6- type of investigation, investigation findings, investigation conclusion; h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no problem found. No errors in logs. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was failing to bootup correctly. No patient was involved.